Event description:
It was initially reported that a power-on-reset (por) condition was observed on the patient's implantable neurostimulator system (ins) following a fall. The patient had gone to their healthcare professional (hcp) and the ins was "reset" with the por confirmed. The hcp reprogrammed the patient's device and noted that the impedances "looked great". The ins battery measured 3.7 volts. The patient was sent home at which time the ins "reset" again. Follow up information from the physician reported that the cause was unknown but possibly due to the fall on the side of the device. Patient symptoms of a worsening of their parkinson's signs on their right side and bruising were reported. The ins was then explanted and replaced. The patient outcome was reported as non-serious injury with a note of "additional falls". If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 748295 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Product type extension product ID, 3389-40 lot# j0417814v serial# implanted: 2004 (B)(6), explanted: na .product type lead. (B)(4).